Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Corrected information: d4. Investigation ¿ evaluation: event description: as reported, the basket of an ngage nitinol stone extractor would not open and close properly prior to an unknown procedure. A photo was provided that shows the tubing split from basket wire. The procedure was completed with another same device. The patient did not require any other additional intervention or experience any adverse effects due to this occurrence. Reviews of, complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, quality control procedures, as well as a visual inspection of the returned device, were conducted during the investigation. One device was returned in an open package with label. Handle was actuated, and the basket would open/close. Shrink tube torn on basket formation. The returned device was found to have a basket that was the proper shape when open due to damage. The basket shrink tubing that holds the basket wires in place was split, preventing the basket from forming the proper shape. The cause for the damage could not be established. A definitive cause of the event could not be determined from the available information. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Additionally, a document based evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The product IFU, t_shef_rev1; the IFU did not provide any information related to the reported issue. Conclusion the returned device was found to have basket that was not the proper shape when open due to damage. The basket shrink tubing that holds the basket wires in place was split, preventing the basket from forming the proper shape. The cause for the damage could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, the basket of an ngage nitinol stone extractor would not open and close properly prior to an unknown procedure. A photo was provided that shows the tubing split from basket wire. The procedure was completed with another same device. The patient did not require any other additional intervention or experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name and address = address: (B)(6). G4: PMA/510(k) number = exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.